Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was on a curve in an unspecified vessel. During delivery of the 3.50x16mm taxus express2 drug eluting stent (des), the proximal shaft was fractured outside the pt. The device was not used and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good". Add'l info was requested but has not been received.